Manufacturer narrative:
The soft cannula was observed to be torn and shortened. It is unknown how or when this damage occurred. It could not be determined if the damaged soft cannula contributed to the reported event. No timeouts or drive stalls were seen in the download data. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 380 mg/dl while wearing the pod between 5 and 6 hours at the infusion site (arm). As treatment, the pod was removed, a new pod was applied, and insulin was administered.